Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacture for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.